Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet. This is a final report.

Event description:
The recipient could not hear with the device after a head trauma. It is unknown when exactly the reported head trauma occurred. Re-implantation is considered but no date has been provided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient could not hear with the device after a head trauma. Re-implantation is considered.

Event description:
It was reported in (B)(6) of 2018 that the recipient could no longer hear with the device after a head trauma. It is unknown when exactly the reported head trauma occurred. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
As per additional information received the recipient has been re-implanted but the device has not been received for investigation yet. The previously reported results namely, damage to the active electrode as might be caused by the reported external mechanical impact appears likely, still apply. This is a final report.

Event description:
The recipient could not hear with the device after a head trauma. It is unknown when exactly the reported head trauma occurred. Recipient has been re-implanted. The device has not been received for investigation yet.